Event description:
It was reported that 8mm tenaculum forceps instrument had a broken cable. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable.